Event description:
It was reported that the physician¿s handheld was stuck in the alignment screen. Multiple hard resets did not resolve the issue. The handheld was continually stuck at the alignment screen. A replacement tablet was provided. The handheld and related software were received by the manufacturer for analysis on 03/23/2015. However, analysis has not been completed to date.

Manufacturer narrative:
.

Event description:
An analysis was performed on the returned handheld, and the reported allegation was verified. During the analysis, it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software were identified during the flashcard analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.